Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital called to report that surgeons using the single piece cork screw t-handle (femoral head extraction tool) during hemi-arthroplasty and thr cases are not happy with the way the instrument is performing, nurse reported that surgeons complain the design is not suitable causing the cork screw to pull out of the bone too easily (i.e. Will not get good enough purchase). They are using a hospital owned t handled corkscrew with a thicker shaft and end as a back up / replacement for surgeons that do not wish to use the one in the depuy kits. The hospital would like to look into depuy alternatives and replace out.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.